Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A device history record review could not be performed as the serial number was not provided. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the stenosis/regurgitation cannot be determined. This report is being submitted as part of a historic clinical review of events contained within the (B)(6) study.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic valve in the pulmonary position, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to stenosis and regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.